Event description:
It was reported that the patient had an unknown system error (se) alarm on the homechoice (hc) machine during peritoneal dialysis (pd) therapy. There was also a report of air in the line at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.